Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The product has not returned for analysis; however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. Used initially in the right atrium for typical flutter. Then when using it as a transseptal sheath, it was noted that there was some pressure/tension when crossing to the left atrium. Hence, only one transseptal puncture rather than two. Standard practice and the correct protocol was used with the vizigo sheath. The damage was noted immediately following withdrawal of the sheath from the body. No patient consequence was reported. Additional information was received. Confirmed that the procedure was performed satisfactorily with no patient consequences. This issue was noted on removal of the vizigo sheath. The damage was visible at the tip of the vizigo sheath where it appears to be split (the sheath itself rather than the dilator).